Manufacturer narrative:
The lead remains in service, so clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced a pocket infection with the non-boston scientific pacemaker. The device was explanted, the original pocket was debrided, and a new pocket was created on the same side. The chronic leads were tunneled to the new pocket and connected to a new pacemaker. It was reported that difficulty was experienced in removing the terminal pin on this lead from the device port due to a stuck setscrew with the competitive device. The terminal pin area became damaged and the conductor coils were exposed. However, the lead was tested on the pacing system analyzer (psa) and normal lead measurements were produced. Therefore, the damaged lead was connected to the new device. Testing with the device again produced normal lead measurements. No additional adverse patient effects were reported.